Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: the patient had an indwelling needle implanted in the dorsal hand vein at 16:56 on (B)(6), 2023, and leakage from the indwelling needle was discovered at 18:02 on (B)(6) 2023

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The patient had an indwelling needle implanted in the dorsal hand vein at 16:56 on (B)(6) 2023, and leakage from the indwelling needle was discovered at 18:02 on (B)(6) 2023.

Manufacturer narrative:
1. DHR/bhr review(lot#2199851): 1)this batch of products were assembled at intima ii auto line 3 in (B)(6) 2022, and packaged at cfs package line in (B)(6) 2022. Work order quantity was (B)(4). 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received, and the specific site of indwelling needle leakage cannot be confirmed. 3. Leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. As no defective sample returned, further analysis cannot be done, and the root cause of the indwelling needle leakage cannot be determined. The plant will continue to follow up on the complaint.